Manufacturer narrative:
H6 (adverse event problem) and h11 (provide narrative/ data) were updated/corrected based on results of further investigation of the device. The complaint that the left spindle for the band clip of the autopulse nxt platform (sn (B)(6) will not latch and the brown ring is not coming down far enough to lock the nxt band in place was confirmed during functional testing. During testing with multiple bands, it was observed that the spring plungers were positioned slightly projecting high, which prevented the pin from fully seating in the spool spin slot. The spring did not have sufficient force to overcome the increased friction, causing the capture flange to not close completely. The spring pins on both sides of the winch shafts were readjusted to remedy the complaint. The autopulse nxt platform passed the preliminary functional test without any fault or error. Both the service and manufacturing teams checked and verified that the capture flange pressed and released without any issues. The installation of the band was confirmed, and it was found to be installable and could be ejected as normal. However, during further testing, it was observed that the spring plungers were positioned slightly projecting high, which prevented the pin from fully seating in the spool spin slot. The spring did not have sufficient force to overcome the increased friction, causing the capture flange to not close completely. After readjusting the spring pins on both sides of the winch shafts and testing with multiple band clips, the nxt bands can now be fully inserted and locked without any issues. Since the customer has received the replacement platform, the autopulse nxt platform will be stored for future refurbishment sale order requests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).

Event description:
During install of the autopulse nxt platform (sn (B)(6) by zoll, the left spindle for the band clip will not latch. The brown ring is not coming down far enough to lock the nxt band in place. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The complaint that the left spindle for the band clip of the autopulse nxt platform (sn (B)(6) will not latch and the brown ring is not coming down far enough to lock the nxt band in place was not confirmed based on the archive or during functional testing. The platform performed as intended without faults or errors. Visual inspection of the returned platform was performed, and no physical damage was observed. No fault or alert was observed in the archive log file. The autopulse nxt platform passed the preliminary functional test without any fault or error. Both the service and manufacturing teams have checked and verified that the capture flange pressed and released without any issues. The installation of the band was confirmed, and it was found to be installable and could be ejected as normal. The nxt platform functioned appropriately and performed as intended. The customer reported complaint was not reproduced.